Event description:
Adverse event(s): "no info". (No info). Product problem(s): "touchscreen froze" (defective component). Customer reported a frozen touchscreen. Additional info has been requested.

Manufacturer narrative:
A company service rep examined the system. The touchscreen was replaced. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).